Event description:
It was reported that anomalous capture values were observed on the right ventricular lead. No patient symptoms were reported as a result. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.